Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral flanks on (B)(6) 2018 using the cooladvantage applicator, to the bilateral chest and upper abdomen on (B)(6) 2018 using the cooladvantage applicator, and to the bilateral mid abdomen and abdominal region on (B)(6) 2018 using the cooladvantage applicator. The patient developed paradoxical hyperplasia (pah/ph) in (B)(6) 2018. The patient was diagnosed with pah in the chest and upper-mid-lower abdomen on (B)(6) 2019. The pah was described as evident bulging and tissue firmness over the treated areas and disfiguration of the treated areas.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral flanks on (B)(6) 2018 using the cooladvantage applicator, to the bilateral chest and upper abdomen on (B)(6) 2018 using the cooladvantage applicator, and to the bilateral mid abdomen and abdominal region on (B)(6) 2018 using the cooladvantage applicator. The patient developed paradoxical hyperplasia (pah/ph) in (B)(6) 2018. The patient was diagnosed with pah in the chest and upper-mid-lower abdomen on (B)(6) 2019. The pah was described as evident bulging and tissue firmness over the treated areas and disfiguration of the treated areas.